Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1238846, medical device expiration date: 2022-06-30, device manufacture date: 2021-08-26. Medical device lot #: 2019515, medical device expiration date: 2022-10-31, device manufacture date: 2022-01-19. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ plus aerobic/f culture vials (plastic) has been found experiencing seven occurrences of producing false positive results. There was no report of confirmatory testing. There was no patient impact. The following has been provided by the initial reporter: customer problem: customer is reporting false positive on their bactec steps taken with customer/troubleshooting: I discussed what can trigger a 7 false positive, no patient impact was reported.

Event description:
It has been reported that the bd bactec¿ plus aerobic/f culture vials (plastic) has been found experiencing seven occurrences of producing false positive results. There was no report of confirmatory testing. There was no patient impact. The following has been provided by the initial reporter: customer problem: customer is reporting false positive on their bactec steps taken with customer/troubleshooting: I discussed what can trigger a 7 false positive, no patient impact was reported.

Manufacturer narrative:
H6: investigation summary: bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.